Event description:
An aneurx stent graft delivery system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The pt's vessel morphology was mild tortuosity, severely calcified and diseased. The stent graft system was implanted in the pt, however, the physician elected to model the iliac limbs. The physician inserted a reliant balloon inflated the 75/25 saline/contrast, 20 cc syringe, using fluoroscopy, the balloon was inflated to profile of right iliac artery stent graft, the balloon was then deflated and moved to the left iliac artery stent graft. There was still some narrowing in the right iliac limb, so the physician inserted another manufacturer's 8mmx4cm non-complaint balloon. The balloons were simultaneously inflated, the reliant on the left side and the other manufacturer's on the right side. The anesthesiologist noticed that the pt's blood pressure was dropping. The angiogram revealed that there was a type iii endoleak leak, the physician believes that the severe calcification in the iliac artery tore the stent graft when the other manufacturer's balloon was inflated. The physician elected to place a second iliac limb inside the right iliac limb and the type iii endoleak was resolved. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
.